Event description:
It was reported that this right ventricular (rv) lead had fractured. This device was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).